Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00108 on 24-mar-2023. Additional information (28-mar-2023): siemens received additional information (gender and age) of the affected patient samples and updated section b6 to reflect the new information. Siemens is investigating the event.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00108 on 24-mar-2023. Siemens filed the first supplemental MDR 2517506-2023-00108_s1 on 21-apr-2023. Additional information (28-apr-2023): siemens reviewed the information provided and noted evidence of a potential foaming issue post-reagent #2 delivery based on the system data. The maintenance performed by the siemens cse (customer service engineer) included replacing the sample mixer and water filter, and the cause of falsely depressed creatinine_2 (crea_2) results is unknown. Siemens cannot rule out contributing factors such as sample integrity and preanalytical variables as potential causes. The atellica ch 930 analyzer performed as specified post-service repair, and no further action was required. Section h6 (type of investigation, investigation findings, and investigation conclusions) was updated to reflect the additional information.

Event description:
The customer obtained falsely depressed creatinine_2 (crea_2) results for three patients on an atellica ch 930 analyzer. The results were reported and questioned by the physician(s). The customer used the same samples to perform repeat testing on an alternate atellica ch 930 analyzer. The customer stated the repeat results were higher and considered correct and issued a corrected report. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed crea_2 results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) due to discordant results obtained on the atellica ch 930 analyzer. The customer stated that quality control and calibration were valid at the time of testing. Siemens assisted the customer by requesting additional information (e.g., gender, age) of the affected patient samples and dispatching siemens customer service engineer (cse) to the customer site. Siemens is investigating the event.